Event description:
It was reported that a device was used during a subtotal colectomy. After the device was fired, it was difficult to remove and it appeared to tear the anastomosis. The event resulted in an extended or time, but the amount of time was not indicated by the customer. There were no unexpected outcomes as a result of this event.